Event description:
It was reported this patient on peritoneal dialysis (pd) had the pd catheter (not a fresenius product) repositioned on (B)(6) 2021. The event was confirmed with the patient's pd nurse as the pd catheter was reported to be malpositioned. The nurse stated the drain complications were a result of the malpositioned pd catheter. The patient reportedly continues pd treatment with the same cycler without any adverse effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).